Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced high blood glucose of 249 mg/dl, 333 mg/dl, 349 mg/dl, and 394 mg/dl. Customer also experienced high blood glucose of 426 mg/dl. Customer took an external shot to help bring down her blood glucose. Customer stated that she has been fighting a gastrointestinal bug for the past week and a half. Customer stated that she limits herself on carbs and ate only berries and certain vegetables. Customer stated that she started introducing carbs back into her diet recently and her high blood glucose may be due to her being ill and eating carbs after being on a particular diet.